Manufacturer narrative:
Analysis of the catheter revealed the catheter body had significant twisting that may have affected infusion.

Event description:
It was further provided that the catheter was severely twisted and it was unlikely that any therapy was delivered. It was still unknown as to what was meant by the statement that the reservoir was always very full during refills but this was to be addressed again for verification. It was further noted that the physician was inquired regarding the statement the reservoir was always very full during refills. However, the physician could not remember further details.

Event description:
It was reported that the pump was implanted approximately a year ago but had never worked. However, the patient admitted that it had turned over often. The reservoir was always very full during refills according to patient and catheter dye studies done in february could not be located. The patient was scheduled for pump and catheter revision. The pump was investigated but no error logs were found. During the procedure the physician opened the pocket and found the pump and catheter had been rotated multiple times and a catheter occlusion. The catheter was extremely twisted. The catheter was removed from pump and untwisted and then attempted to inject without success. A cut was made near the collet connector and attempted to inject without success. The back was opened near the anchor and the catheter was then cut and saline was injected easily. The surgeon was happy with injection and wanted to replace catheter from anchor site to pump. There was no patient injury. It was further reported that the patient¿s symptoms experienced with this event was no change in pain levels. The pump was anchored with four sutures. It was unknown how the patient was currently doing. This device system delivered hydromorphone and clonidine prior to and after the catheter revision.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# unknown, explanted: (B)(6) 2014, product type catheter. (B)(4).